Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff started to leak. The product was tested without incident. The patient status was asked but unknown.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed the tube is missing the 15mm connector and the pilot balloon, an inflation/deflation test was performed a syringe needle was connected to the inflation line and 25cc of air was applied to the cuff and it was noticed the cuff held the air, the cuff was left inflated 2 hours according to process instruction, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.